Manufacturer narrative:
Evaluation of the returned pod6 could not confirm the reported complaint due to the returned condition. Evaluation revealed dried blood was inside the introducer sheath and on the embolization coil. During functional testing, the pod6 was able to advance through the introducer sheath with resistance due to the dried blood inside the introducer sheath. The blood inside the introducer sheath was likely incidental to the complaint. The embolization coil was inadvertently detached while retracting back into the introducer sheath and functional testing could not be continued. The root cause of the complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported resistance advancing the pod6 in the hub of the microcatheter.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod coils, a non-penumbra microcatheter, and a non-penumbra angiographic catheter. It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician experienced resistance while advancing a pod coil in the hub of the microcatheter. It was also reported that the physician made several attempts to advance the pod coil; however, the attempts were unsuccessful. Therefore, the pod coil was removed. The procedure was completed using a new pod coil, pod packing coils (pod pc), and the same microcatheter. There was no report of an adverse effect to the patient.